Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device turning knob was loose and apart, the sliding sleeve showed unusual scratches and failed pre-test for general condition and check the quick coupling for saw blades. The issue related to the loose turning knob had been escalated to a CAPA. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user and device design.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI: (B)(4). The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown. Reporter¿s complete mailing address is not available. Reporter¿s phone number is not available.

Event description:
It was reported from (B)(6) that during a total knee arthroscopy procedure, the battery oscillator device locking knob began to loosen. After re-attaching, the knob loosened again and the blade came off from the oscillator. It was noted that this occurred when the surgeon was using the saw blade for the osteotomy of the distal end of the femur. It was reported that the surgeon checked the devices, the knob of the oscillator came off. As an emergency treatment, the knob was fixed with a covering tape and the oscillator was used. After that, the device was used without any problem. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative d4, h4 : the device serial number, date of manufacture were documented as unknown in the initial report. The serial number, date of manufacture have all been updated accordingly. The UDI has also been updated accordingly. UDI: (B)(4).